Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted.

Event description:
The user reported that the connector of the catheter come out of the catheter tubing. No problems were observed during the implantation of the catheter. No patient harm or injury was reported.